Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device error. The customer's blood glucose was 142mg/dl at the time of call. Trouble shooting was performed and found a broken force sensor was detected during seating or regular delivery error. Customer reports they were unable to clear the alarm. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing and unable to download. Unable to determine the root cause, problem isolated to electronic assembly. Unable to verify pump error 35 due to critical pump error (open book image) alarm.